Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant of the right ventricular (rv) lead, the patient had a pericardial effusion. Diagnostic imaging confirmed a cardiac perforation and rv lead dislodgement. The rv lead was repositioned and the patient's condition was stable following the procedure.